Event description:
It was reported that the insulin gauge was inaccurate and static. There was no reported impact to customer's blood glucose level. The customer declined further troubleshooting, and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.